Event description:
It was reported when the device was used during a gastrectomy, it fired with no problems. On the second firing, the surgeon indicated that he prematurely removed the safety mechanism and prefired the instrument. A second reload was used and on this firing, the surgeon indicated that he attempted to fire it across part of the first staple line. The surgeon reported that many of the staples fired but did not form. The case was completed using sutures. There was no pt consequence.